Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color throughout the procedure. The operator eventually withdrew the closure device from the body and switched to manual compression. The device was attempted to be deployed outside the body and required significant force to release. There was no reported patient injury. The device connected without difficulty, the indicator wire cowling locked, and an audible click was heard. Pulsatile flow was observed and retraction was done until bleed back slowed or stopped. No black color was seen in the indicator, the plug deployment button was not pressed during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed without anomalies. No adverse events occurred post-procedure. A 7f non-cordis sheath was used. A retrograde approach was used, and utilized during an interventional procedure. The operator was trained on the device, and it was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage. The femoral artery¿s suitability and a diameter =5mm were confirmed by angiography. There were no signs of calcium, plaque, nearby stents, or >50% stenosis at the puncture site. The site had not been closed within the past 30 days and showed no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color throughout the procedure. The operator eventually withdrew the closure device from the body and switched to manual compression. The device was attempted to be deployed outside the body and required significant force to release. There was no reported patient injury. The device connected without difficulty, the indicator wire cowling locked, and an audible click was heard. Pulsatile flow was observed and retraction was done until bleed back slowed or stopped. No black color was seen in the indicator, the plug deployment button was not pressed during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed without anomalies. No adverse events occurred post-procedure. A 7f non-cordis sheath was used. A retrograde approach was used, and utilized during an interventional procedure. The operator was trained on the device, and it was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage. The femoral artery¿s suitability and a diameter =5mm were confirmed by angiography. There were no signs of calcium, plaque, nearby stents, or >50% stenosis at the puncture site. The site had not been closed within the past 30 days and showed no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.